Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("pain with sex"), breast feeding ("breast fed my little one for nearly a year after implanting") and mastitis ("mastitis"). The patient was treated with surgery (da vinci). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, breast feeding and mastitis outcome was unknown. The reporter considered breast feeding, dyspareunia, mastitis, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - breast feeding and mastitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("pain with sex"), breast feeding ("breast fed my little one for nearly a year after implanting") and mastitis ("mastitis"). The patient was treated with surgery (da vinci). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, breast feeding and mastitis outcome was unknown. The reporter considered breast feeding, dyspareunia, mastitis, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - breast feeding and mastitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter was added, event - breast feeding and mastitis added. Fu 1 and 2 processed together. On 23-mar-2020: no new information received from pfs. Coding request done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("pain with sex"), breast feeding ("breast fed my little one for nearly a year after implanting") and mastitis ("mastitis"). The patient was treated with surgery (da vinci). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, breast feeding and mastitis outcome was unknown. The reporter considered breast feeding, dyspareunia, mastitis, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - breast feeding and mastitis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and dyspareunia ("pain with sex"). The patient was treated with surgery (da vinci). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.